Event description:
Bbl port-a-cul sterile pack transport jar, 30 ml contains moderate amounts of dead gram negative staining bacilli. The devices are used to transport sterile tissue for microbiology culture. All tissue submitted from operating room has a gram stain. It is difficult to determine if these gram negative organisms are in the agar media or the pt sample. This has the potential to cause significant pt harm. Bd part #221602. There are other sites that have experience this problem. I refer you to the asm website for add'l details. The following lot numbers are affected: 1274500, 1288530, 1274500, 1308900, 1253469 and 118264.